Manufacturer narrative:
Image analysis: the reported deployment difficulty could not be confirmed based on the single still image provided; therefore, the cause of the event could not be determined. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and procedural angiograms showing the deployment attempts were not available for evaluation of the event. Based on the device's in vivo configuration, no obvious anatomical characteristics (e.g., excessive tortuosity) were identified that could have contributed to the reported event. Image analysis: five still images were received for analysis. Images depict an endurant delivery system with the graft cover partially retracted and freeflow struts exposed. The proximal section of the stent graft is not positioned in the stent stop cup. Two still images received for analysis. Images depicts an endurant device in a pouch. A kink appears to be evident between the stent graft and the stent stop cup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that resistance was encountered both during the rotation of the slider and while attempting the quick deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of a 45mm abdominal aortic aneurysm, a 22mm right common iliac artery aneurysm, and a 29mm left common iliac artery aneurysm. During the index procedure, the patient's left internal iliac artery was embolized and the endurant bifurcate stent graft (enbf3216c145ee) was delivery via the left access site. Following this, the enlw1624c120ee limb stent graft was implanted in the right limb, and the enlw1628c95ee limb stent graft was implanted in the left limb. To extend the left limb to the left external iliac artery, a limb stent graft model enlw1610c120ee was planned for connection to the enlw1628c95ee left limb. However, upon reaching the target area and initiating deployment by rotating the blue slider on the delivery system of the enlw1610c120ee limb, fluoroscopy revealed that the stent retracted along with the outer sheath and could not be deployed. The physician attempted to deploy the stent graft quickly but was unsuccessful. The delivery system was subsequently removed and replaced with a new endurant limb stent graft (enlw1610c95ee), which was successfully deployed to complete the procedure. Per the physician, the cause of the event remains undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.